Manufacturer narrative:
Method: device history record review, medical review. Results: a review of the device history record was performed and nothing was found in the manufacturing, inspection and packaging process records that suggests a contributory factor in the complaint. Per medical review - reportedly, intraoperative lens removal/exchange was performed to address bent haptic during insertion of a 3-piece silicone iol that was used as a piggyback lens. Incision was enlarged for lens removal and another one was successfully implanted. According to the report, by a nurse, dated on 12/09/15 there was a possibility that iol damage was caused by a loading issue. It should be noted that per dfu - "indications: the silicone 3p iols are indicated for primary implantation for the visual correction of aphakia in persons 60 years of age or older in whom a cataractous lens has been removed by extracapsular cataract extraction" and therefore, there is no sufficient data to support implantation of this lens as a piggyback lens. (B)(4).

Manufacturer narrative:
Concomitant: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®)(B)(4). Method - (process evaluation): work order search.results - (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found the lens optic torn into two pieces, with a large center piece missing. The lens optic was torn at the haptic junction and one haptic was found to be bent. The lens was returned dry and there was evidence of clear surgical residue. (B)(4).

Event description:
The reporter stated the surgeon was inserting an aq5010v silicone three piece lens, -4.0 diopter, and the haptic bent. The incision was enlarged to remove the lens during the same surgery and the backup lens was implanted. Sutures were not required. The reporter stated the lens was being used as a "piggy-back" lens and this is off-label use. The reporter stated a possible cause of the event was due to a loading issue.